Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are unknown. Date of event is reported as on an unknown date approximately three months ago, exact date is unknown. Additional device product code: kwq. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part number: 314.467, synthes lot number: 7740766: supplier lot number: 7740766, release to warehouse date: 05 nov 2014, supplier: universal punch: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed on subject device. The t8 stardrive screwdriver shaft (314.467, 7740766) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned shaft was examined and the complaint condition was able to be confirmed as the device was found to have a twisted tip, which made further replication inapplicable. The twisted tip is torsionally deformed in the direction of resistance which the tip was likely exposed to during screw insertion. The t8 stardrive screwdriver shaft (314.467, 7740766) was manufactured on 05nov14 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A dimensional check of relevant features was unable to be completed due to post-manufacturing damage. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that routine and/or rough usage over its lifespan could have contributed to the complaint condition. The noticed shaft damage is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during insertion. If the shaft was being used to insert a screw into unusually hard/dense bone, it could have exposed the shaft to excessive forces which could have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date approximately three months ago during a tibial-plateau-leveling osteotomy (tplo) procedure a stardrive screwdriver shaft bent. There is no report of patient harm and procedure was completed successfully with no surgical delay. Patient status reported as stable. During manufacturer¿s investigation process of the returned device, it was identified that the device has a twisted tip and drive feature of the device is damaged/worn/stripped. This condition was re-evaluated and determined to be reportable on (B)(6) 2018. This is report 1 of 1 for complaint (B)(4).